Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the battery pack in the patient¿s back would not charge. It was reported that the screen on the ins recharger (insr) was blank. The patient clarified that the insr would charge and there was nothing wrong with the insr. No symptoms or complications were reported.